Event description:
It was reported that a patient underwent aortic root/valve surgery. Noted was successful insertion of impella 5.5 post aortic valve/arch replacement. Intra-aortic balloon pump removed. Extracorporeal membrane oxygenation initiated using bypass cannulas. Sternotomy left open post procedure for return to further assess bleeding and close. During support it was reported that the patient was returning from cath lab for an attempt to removal of atrial thrombus however failed, cardiologist confirmed that plan was to bring the patient to operating room for open removal of epicardial thrombus that was partially compressing right atrium. It was reported that after returning from the operating room the patient was requiring increasing pharmacological support. Decision was made to withdraw care and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation was completed and no product was returned. Thrombosis: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review was completed and passed all the post sterile inspection checks.